Event description:
An aa4203tl model lens tore in the cartridge prior to being implanted. There was no patient contact or injury.

Manufacturer narrative:
An investigation is in process for lens tears.